Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a patient regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called and stated she is having problems with her device. The ins is not working good and then the patient felt a lot of shock and is now having a lot of pain. The patient has lowered her stimulation, but that has not helped. The patient has left it unchanged and that went away, but her pain goes up because she needs to use the device. She thinks it needs to be reprogrammed. The caller did not stated if the patient has had any recent falls or trauma. No further complications were reported. No additional patient symptoms were reported.